Event description:
Reporting status: death. Reporting rationale: the pt died, and it is unk for certain if it was device related. Device issue: no device malfunction has been reported. It was reported via a trial, that three xience v stents (two xience v 3.5 x 15 and one xience v 3.0 x 15 mm) were implanted in the pt in 2008. The pt was admitted to the hospital in 2009, for symptoms related to congestive heart failure (chf). The pt was treated and discharged to a nursing home the following month. His symptoms progressed, and he was taken to an outlying facility three days later, where the pt died. No additional event or pt info was available.

Manufacturer narrative:
The xience v 3.0 x 15 mm (part# 1009541-15/lot# 8052161) and xience v 3.5 x 15 mm (part# 1009542-15/lot# 8050961) mentioned are being filed under the same manufacturer number.